Event description:
It was reported that when tightening down the screw in the burr hole device, the screw went through the device instead of securing it. Surgeon removed the burr hole device and implanted a new one. The issue resolved. No symptoms were reported. Mdt rep clarified the device didn't break but the burr hole stretched to a larger diameter, allowing the screw to go through.

Manufacturer narrative:
Continuation of d10: product ID b32000 lot# 082m27723 product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the burr hole device (l/n (B)(6)) found the burr hole base and screw were damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when tightening down the screw in the burr hole device, the screw went through the device instead of securing it. Surgeon removed the burr hole device and implanted a new one. The issue resolved. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID neu_stimloc_acc lot# serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: neu_stimloc_acc, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b32000 lot# serial# (B)(6) product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.